Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The pump went through case start and priming without any issues. There was no problem with the device found. The root cause of the priming issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was needing an impella cp device for mechanical circulatory support. During implantation the impella was not able to complete priming. The initial device was removed and a new impella was implanted.